Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image issue could not be determined, however, the issue was likely due to the ingress of water into the scope connector from an observed leak in the bending section cover, resulting in an electronic component failure. The event can be detected/prevented by following the instructions for use which state: inspection of the endoscopic image ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.

Event description:
Customer provided additional information to olympus. There was no report of delay.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. Other evaluation findings are as follows: the bending section cover had a leak and a cut; the plastic distal end cover insulation failed; the bending section cover glue had peeled; there was restriction on the forceps passage and the brush passage; an intermittent flickering image; there was a cut on the charged coupled device; and the insertion tube had a dent. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had a blank, black screen with no picture. This occurred during reprocessing and there was no report of patient harm.